Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). In jan 2024 during a tubing replacement due to age, the gastroscopy revealed buried bumper. It was reported that the peg tube could not be removed due to the buried bumper syndrome of the inner retention plate in the inner stomach wall. In feb 2024 the gastroenterologist was able to release the peg tube with the buried bumper and replace with a new peg tube. Duodopa therapy was continued and the peg tube with the buried bumper was discarded.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.